Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited oversensing, noise and pacing inhibition. Boston scientific technical services were contacted for recommendation. A copy of device memory was preserved and submitted for analysis. Boston scientific technical services (ts) reviewed the data and confirmed there were noise over-sensed leading to pacing inhibition. However, the patient is not pacemaker dependent. Ts recommended further troubleshooting in-office. The device remains in service. No adverse patient effects were reported. Attempts to obtain additional information regarding the event resolution were unsuccessful. If information is provided in the future, a supplemental report will be issued.